Manufacturer narrative:
Product investigation is in progress.

Event description:
Pain- vagina [vulvovaginal pain]. Discomfort- vagina [vulvovaginal discomfort]. There was a sensation of pain when pulling it (tampon) out [complication of device removal]. Tampon tip expanded and flared outward...one side had opened up [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon tip expanded and flared outward, opened up during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Discomfort- vagina [vulvovaginal discomfort]. There was a sensation of pain when pulling it (tampon) out [complication of device removal]. Tampon tip expanded and flared outward. One side had opened up [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon tip expanded and flared outward, opened up during removal. No serious injury reported.